Event description:
Reportable based on device analysis completed on 25aug2023. It was reported that an inflation issue occurred. It was reported to boston scientific (bsc) that the referenced 20 mm x 3.50 mm promus premier select coronary stent system was selected for use in a percutaneous coronary intervention (pci) procedure performed on (B)(6) 2023. The target lesion was moderately calcified and mildly tortuous. A non-bsc inflation device was tested outside of the patient and functioned as expected. Pre-dilatation was performed. During the procedure, three attempts to deploy the stent were made, however, it was not possible to inflate the balloon of the promus premier select coronary stent system. No leak was noted. The promus premier select coronary stent system and the guiding catheter were removed. The procedure was completed with another promus premier select coronary stent system. No patient complications were reported as a result of this event. However, the return device analysis revealed a pinhole and detached stent.

Manufacturer narrative:
B5: correction to event description, clarification of details e1: initial reporter telephone: (B)(6). Device evaluated by manufacturer: a promus premier select ous mr 20 x 3.50mm stent delivery system (sds) was returned for investigation. The device was returned with a guidewire attached. No stent was attached with the device. No issues were noted on the hypotube shaft or the outer / mid-shaft sections or the inner lumen of the device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure and the stent crimp markings were still visible. When an attempt was made to inflate the balloon during testing, the pressure was unable to be maintained as inflation liquid was observed leaking from a pinhole leak directly above the proximal markerband.

Event description:
Reportable based on device analysis completed on 25aug2023. It was reported that an inflation issue occurred. During the procedure, it was not possible to inflate the balloon of the promus premier select. The target lesion was moderately calcified and mildly tortuous. The promus premier select and the guiding catheter were removed. The promus premier select was able to inflate when tested outside of the patient. The promus premier select was replaced to complete the procedure. There were no patient injuries reported. However, the return device analysis revealed a pinhole and detached stent.

Manufacturer narrative:
E1: initial reporter telephone: (B)(6). Device evaluated by manufacturer: a promus premier select ous mr 20 x 3.50mm stent delivery system (sds) was returned for investigation. The device was returned with a guidewire attached. No stent was attached with the device. No issues were noted on the hypotube shaft or the outer / mid-shaft sections or the inner lumen of the device. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure and the stent crimp markings were still visible. When an attempt was made to inflate the balloon during testing, the pressure was unable to be maintained as inflation liquid was observed leaking from a pinhole leak directly above the proximal markerband.